Manufacturer narrative:
Device passed the displacement test, sleep current test and active current test. The power management tool indicated no abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph. Unexpected battery power loss not confirmed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received replace battery alarm without battery failed alarm. The customer¿s blood glucose level was 13 mmol/l at the time of incident. Customer stated that the alarm reoccurred with different new batteries during one month. Customer confirmed that the battery cap was intact. Customer was advised to stop using the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.